Manufacturer narrative:
Updated sections - d9, h3, h6, h10 the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, the physician decided to explant and replace the left ventricular lead as well, although they did not specify their reasoning. The patient was asymptomatic throughout.